Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). Reported lot information was asked and awaiting response from distributor. Follow-up was conducted to obtain additional information on the event and associated devices. Information and product are pending to be provided by the distributor. Once the devices were returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant titanium esthetic abutment screw was broken. The patient was experiencing pain and returned to the clinic. Per doctor's clinical evaluation of the issue, the screw was broken; therefore, the implant had to be removed. The doctor used trepan bur for removal. The implant was placed into the tooth # 28 (universal) on (B)(6) 2017 and was extracted on (B)(6) 2018. The patient's symptom has been relieved after the implant removal. There was no injury to the patient. The patient was reported to be fine and new implant will be placed. The patient has no relevant pre-existing condition. There was no abnormal event or health condition that might have contributed to the issue. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The inclusive tapered implant 15° titanium esthetic abutment, anterior, 3.0 mmp and the screw, were not returned for an evaluation. Also, there were no photographs available of the product. However, a single unidentifiable implant was returned from the customer. Based on visual inspection, the features and physical characteristics of the returned implant, do not match the specifications of a glidewell dental inclusive tapered implant. The reporter provided a glidewell sku number, however, the implant received did not match the specifications of glidewell's implants. The unique markings and thread count, do not match glidewell's tapered implant. Glidewell's tapered implant contains 14 threads and the returned implant contained 10 threads. In addition, there is a clearly identifiable mark (self tapping grove) on glidewell's tapered implant, it is a unique impression that is slightly slanted. The returned unidentifiable implant had a grove that clearly did not match that of glidewell's. It was a horizontal grove that is approximately the length of the entire implant. Based on the sample evaluation and information provided, the root cause cannot be explicitly determined. The implant to abutment compatibility cannot be verified. The possible root cause for this incident could be that the restoration/abutment interface was exposed to overtorquing forces and caused stresses/ fatigue of abutment, at the portion connecting to the restoration. Thus, leading to fracture of the screw or shear off of the abutment. The brand of the implant used with the abutment is unknown. Based on the implant that was returned for an evaluation, it did not physically appear to be a glidewell product. Not all brands of implants are compatible with glidewell's inclusive titanium abutment and screw. The instructions for use provide the user with information on dental implant compatibility systems. The compatibility of the returned non-glidewell implant cannot be determined whether it was suitable for this particular inclusive titanium esthetic abutment and screw. The lot number was not reported, therefore, a review of the device history record (DHR) could not be conducted. The abutment and screw were not returned, therefore, the complaint is unable to evaluate.